Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced pain at the scs extension site as the extension was pressing against the skin. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the extension was relocated to resolve the issue.